Manufacturer narrative:
H.6. Investigation summary: this is to summarize findings on the recent complaint (B)(4) against columbia agar with 5% sheep blood, catalog number 254005, lot number 3171702 with respect to contamination. Event description: the customer reported contaminated plates. Complaint history review: complaint history was reviewed, and similar complaints were identified for this product; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from the validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided; however, picture samples were shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Bd will continue to monitor incoming complaints for similar defect types. H3 other text : see h.10.

Event description:
It was reported that the bd columbia agar with 5% sheep blood, plate, 90 mm x 20 had mold inside. The following information was provided by the customer: plates received by customer with mould inside, not usable. When did the incident occur? Before use.

Event description:
It was reported that the bd columbia agar with 5% sheep blood, plate, 90 mm x 20 had mold inside. The following information was provided by the customer: plates received by customer with mould inside, not usable. When did the incident occur? Before use.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9680577-2023-00042 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.